Manufacturer narrative:
As reported, the issue occurred before implantation of the prosthetic valve. The patient's aortic root was damaged by one of the sutures during resection of the calcified leaflets due to tissue fragility. The device was successfully replaced with another aortic valve of the same model and size. There has been no allegation of device malfunction or deficiency. It has been determined that this event was likely due to patient and/or procedural related factors. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 21mm pericardial aortic valve was explanted at implant due to aortic injury. As reported, the valve was implanted successfully. Following cross clamp removal an excessive bleeding coming from the aortic root occurred. Upon inspection, it was noted that the issue had been caused by one of the sutures during resection of the calcified leaflets due to tissue fragility. The valve was explanted and the aortic root was repaired with a patch. Another pericardial aortic valve of the same size and model was successfully implanted in replacement. After the procedure the patient was noted as to be stable.